Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced muscle stimulation and presented in emergency room. Chest x-ray and device interrogation revealed that the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.